Manufacturer narrative:
Device investigation: the distal tip of the catheter 032 is crumpled from 0.1 to 0.7 cm from the tip. There is a flat spot at 17.8 to 18.2 cm and a kink 22.0 cm from the distal tip. There is a flat spot between 26.5 and 29.9 cm from the hub/shaft joint in the proximal shaft of the catheter. Results: a 0.032" mandrel was introduced into the hub end of the catheter 032 and advanced distally. Progress was stopped 26.3 cm from the hub/shaft joint. The catheter is non-functional. Conclusion: the damage observed in the catheter 032 could have been caused by a collapse of the catheter in the patient's anatomy or from rough handling when inserting the catheter into the patient. The lumen of the catheter became compromised before inserting the separator making it difficult to advance the separator through the catheter.

Event description:
The physician placed the psc032 proximal to the clot. When the physician attempted to advance the pss032 into the psc032, it would not pass. The physician changed to a new psc032 and pss032 and successfully completed the procedure. This MDR is associated with mdrs 3005168196-2011-00383 and 3005168196-2011-00402.

Event description:
Additional information from the physician revealed that the patient did not have tortuous anatomy and the physician did not have difficulty inserting the catheter into the patient. The physician claimed he only had difficulty inserting the separator into the catheter. When the physician removed the penumbra system reperfusion catheter 032 from the patient he noted kinks in the catheter and the separator was stuck inside. The penumbra system reperfusion catheter 054 returned with the penumbra system 032 complaint devices was returned by mistake. This device was used during the procedure, but had no issue during use.

Manufacturer narrative:
Conclusion: the device is available for evaluation and a follow-up MDR will be submitted upon completion of the device evaluation the manufacturing records for this device were evaluated and did not reveal any outstanding discrepancies, quality, or design concerns.